Event description:
It was reported that insulin squirted out while priming and the drive support cap was flush. It was stated that the reservoir was changed several times and the anomaly continued. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.